Manufacturer narrative:
Additional narrative: only event year is known. 510k: this report is for an unknown psi: orthognathic splint/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the casts sent in from surgeon had a lot of extra material and splint was designed around this material. This caused the splint to be loose on patient during surgery. This report involves one (1) unknown psi: orthognathic splint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a manufacturing record evaluation (mre), was not possible because the product code and lot code was not provided. Note: following investigation was performed by the supplier. Although distributed by depuy synthes trauma, the product is designed, manufactured, and labeled by the manufacturing supplier. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. Complaint interpretation - the palatal splint was loose on patient during surgery. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - psi: orthognathic splint. Results - during the investigation, all steps up to and including the splint design were reviewed. As indicated in the complaint notification, the root cause lies with the dental casts. However, the fault does not lie fully with the surgeon/hospital who provided the casts. The cle should have noticed this issue during the (pre)planning and flagged. This was however not done and due to the cast containing too much material (more than reality) the splint was too loose. Image quality - tech specifications all acceptable. The only problem is the strong scatter throughout the images. Iqe rejected the images and sent email notifying surgeon of these defects and to send new images. Surgeon opted to proceed with images despite defects. Planning - pre-planning: the plastic de is not the primary responsible for checking palate information on the cast or correct registration on the CT images. It should be cle the one responsible for checking if information on the palate region is accurate enough when palatal splints are being requested. If the cast information is not good enough, new casts should be requested or in the worst case scenario, an additional segmentation would be needed to acquire some palate information from the CT images. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.